Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of a hydrocele, characterized by scrotal edema, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hydrocele. Hydroceles are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, dialysis leakage is a common problem in pd patients, and can manifest as genital edema or hydrocele. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with an air detected in cassette warning in drain and fill. During the call, the patient stated they were on a medication and were not fully awake. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was prescribed hydrocodone, following an outpatient surgical repair of a left-sided hydrocele on (B)(6) 2020. The patient¿s hydrocele had been present since adolescence; however, it is believed the intraabdominal pressure created by ccpd therapy exacerbated the preexisting condition causing scrotal edema. The surgery was successful and the patient withheld ccpd therapy (as prescribed) for 72 hours. On (B)(6) 2020, the patient resumed ccpd therapy utilizing 1000 ml per exchange, until (B)(6) 2020 when the patient resumed their previous pd orders. Thus far the patient has tolerated the return to ccpd therapy without issue. The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events. The pdrn stated there is no allegation of causality due to a fresenius device(s), drug(s), or product(s) malfunction or deficiency. However, the pdrn reiterated the act of undergoing ccpd therapy caused the hydrocele to worsen.